Manufacturer narrative:
Investigation: additional info has been requested to investigate the adverse event. For pass lp 510(k) number not known as part number not available.

Event description:
Pt was operated with impix-tlif and pass lp and post-op was good. Sixteen months after surgery pt suffers from back pain. X-ray reveals pseudoarthrosis and a broken pass lp screw. Surgeon reviewed the pt on (B)(6) 2011.